Event description:
Snare device came off.

Manufacturer narrative:
Our sales rep retrieved the unit in question from the customer. Investigation of the returned unit revealed that the guidewire split in two at the core. The core displayed signs of "necking", indicating there was no prior damage to the core at the separation. In addition, both pieces of the core immediately adjacent to the separation were bent 90 degrees, as if by force. A check of our records found no anomalies for this product lot. The tech filled out an incident report at our request, but it gives no procedural specifics. Our quality and marketing departments have both made numerous attempts to reach dr with no success. Investigation of the returned unit indicates user error. Without additional input from the customer, this investigation is considered closed.